Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, bad angle / angulation malfunction. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; due to damage on upwards/downwards knob, upwards/downwards knob does not move smoothly; adhesive on the bending section cover or distal sheath has a crack; due to clogging of nozzle, water removal ability does not meet the standard value; scope connector is dirty due to water leakage; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; scope connector has a scratch; adhesive around objective lens is peeled; light guide lens has a crack; adhesive around light guide lens is peeled; plastic distal end cover has a scratch; connecting tube has a scratch; plastic distal end cover has as scratch; objective lens has a scratch; protector of universal cord on scope connector side has a scratch; right/left knob has a scratch; flexibility adjustment ring has a scratch; switch3 has a scratch; switch box has a scratch; universal cord has a scratch; grip has a scratch; control unit has discoloration; control unit has a scratch; the bending angle is insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; cracking of the illumination lens due to an external factor (tip collision) is recognized; scratches on the insertion tube due to external factors is observed; the curved rubber bond is cracked due to external factors; due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function is reduced; scratches are found on the tip cover due to external factors; the adhesive part of the objective lens has come off due to handling; due to handling, the adhesive part of the lighting lens has come off; there are scratches on the upwards/downwards; knob due to external factors; liquid leakage to the scope connector due to handling is observed; discoloration of the objective lens is observed; cloudiness is recognized in the image; scratches are found on the operation part due to external factors; discoloration of the operation part is recognized; scratches are found on the hardness adjustment ring; scratches are found on the switch box due to external factors. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.